Event description:
Account reports one incident in which 750cc's infused in an hour. Reporter stated the pt was receiving IV fluids for dehydration, the IV was discontinued, no lasix was administered, and pt was observed with no negative outcome. Reported product utilized in a nursing home.